Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. A batch review was performed for potentially associated lots (h10j15014 and h10i30014) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous nurse report from the USA of patient was re-using cassettes and peritonitis with positive culture in a patient coincident with dianeal pd4 ambuflex therapy, intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse stated that on an unreported date, the patient began re-using cassettes. On an unreported date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. The nurse stated that the peritonitis was related to the patient not following proper pd procedures, re-using cassettes. On an unreported date in 2011, the patient was treated with ip antibiotics (specific drug unknown) for the peritonitis. Dianeal therapy was ongoing and the patient was still in the hospital at the time of this report. It was unknown whether the event of peritonitis resolved. The outcome for the event of patient was re-using cassettes was not reported.